Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device change out, an insulation anomaly was observed. Externalized conductors were observed between the rv and svc coils through imaging. Electrical measurements were taken during the procedure and an increase in threshold was noted. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was measuring 17.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.